Event description:
Janine nurse of the hosp reported to our sales rep mathias klopf that she was observing a surgery procedure. During this she observed that whilst the surgeon implant, the tip of the screw was solved. There was a delay of 5 min. The surgery was completed.

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.